Event description:
It was reported that the patient underwent a spinal procedure at l4-l5. It was found that two screws loosened at both sides of l4 approximately seven weeks post op.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. We could not determine the suspect device. Device history records for the possible lots which might be involved in the event were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.